Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, b7, d4, d.6b, h4, h6. Date of alcl diagnosis: (B)(6) 2021.

Event description:
Healthcare professional reported right side "unilateral seroma", "capsular contracture grade IV", "breast implant-associated alcl", "abundant necrotic tissue on staining". Histopathological markers cd30+ and alk- have been received. Device has been explanted. Treatment: device explant and en-bloc capsulectomy.

Event description:
Healthcare professional reported right side "unilateral seroma", "capsular contracture grade IV", "ultrasound drainage showing cd30 positive cells", "concerned for possible alcl". The device has been explanted. Healthcare professional reported "ultrasound guided cytology have positive cd30 which are suspicious for bia-alcl". Healthcare professional reported "there is an update from pathology that this is a confirmed case of bia-alcl".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event seroma-late, capsular contracture and lymphoma-alcl-suspected on (B)(6), 2021, with lot number 1335238. Analysis of the returned device identified the weight the device within specification, deformation, crease fold, wear abrasion, white calcification in the shell and yellow particles in the shell. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Manufacturer narrative:
(B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "unilateral seroma", "capsular contracture grade IV", "ultrasound drainage showing cd30 positive cells", "concerned for possible alcl".

Event description:
Healthcare professional reported right side "unilateral seroma", "capsular contracture grade IV", "ultrasound drainage showing cd30 positive cells", "concerned for possible alcl". The device remains implanted. Healthcare professional reported "ultrasound guided cytology have positive cd30 which are suspicious for bia-alcl".